Event description:
Procedure type: laparo oophorocystectomy. According to the reporter: at inserting into cavity, blade part on the tip broke. No add'l bleeding. No tissue damage. Nothing fell into cavity. No pt harm. O.r. Time not extended.

Manufacturer narrative:
(B)(4).